Manufacturer narrative:
Eval result: brake cams, cam bracket assembly.

Event description:
It was reported by svc report that the brakes were not locking. No pt involvement or adverse consequences are reported.